Event description:
On (B)(6) 2012, customer reported that the access 2 instrument generated one accutni result that recovered within the risk stratification range for one patient. Upon repeat, the result was lower and within the normal reference range. It is unknown if the original result was reported out of the lab. Customer stated that no patient injury, medical intervention, or change to patient treatment occurred prior to release of the corrected report. Customer stated that all levels of quality control were within the customer's established ranges. Customer stated that they run system checks weekly, and the system check on (B)(6) 2012 was recovering within specifications. Field service engineer (fse) inspected the instrument the same day and verified that there were no significant hardware findings. Fse called customer on (B)(6) 2012 and had the customer rerun hw system check service verification testing again, and it passed. Customer agreed to rerun any possible false (B)(6) troponin samples on their alternate access 2 system before reporting results. The cause of this event is unknown.

Manufacturer narrative:
(B)(4).